Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke down at 12 mm from the distal end and that was not returned to omsc. And a spark mark of the jaw and the probe was found. The mfg history was reviewed, with no irregularities noted. Based on the analysis result of the subject device, it is likely that the physician activated output while grasping metal objects. The probe and jaw came into contact with the metal objects and sparks was discharged. As a result the probe broke. The tb-0535pc instruction manual already states; warning: do not contact the probe tip with any hard objects (e.g., metal clips or other instruments), and do not grasp them when output is activated. Also, be careful to avoid contacting the probe accidentally. The probe tip could be worn away due to ultrasonic vibration and damage or detachment of the probe may result. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When a physician used the subject device for a procedure, the probe broke. The broken piece of the probe was taken out. The physician replaced the subject device with a different unit of same model. There was no patient harm reported.